Manufacturer narrative:
A getinge service territory manager (stm) was unable to duplicate error code# 2. Device is functional and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure, which was then noted to display an error code #2. There was no patient involved an no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h6(investigation type), h10, h11 corrected fields: g1(contact person), h4.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was able to duplicated autofill failure with customer balloon catheter. Customers balloon catheter was the issue. Sales will reach out to provide extra balloon catheter. The stm performed functional test with known good balloon. Device is functional and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure, which was then noted to display an error code #2. There was no patient involved an no adverse event was reported.